Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a burn was observed on the ventral abdominal wall by a port site, where a monopolar curved scissors (mcs) instrument had been used. The severity of the burn, as well as any subsequent medical interventions that may have been performed, remains unknown. Additional information was requested, but the customer has indicated that no further information will be provided.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument for failure analysis evaluation. The instrument was installed and operated on an in-house system, successfully passing both the recognition and engagement tests. It moved with intuitive movement with a full range of motion in all directions, and the jaw opened and closed smoothly. The instrument was connected to the erbe generator and passed the monopolar energy recognition test. Subsequently, it was attached to in-house monopolar cautery cables on the same system and passed the energy delivery test. The instrument proved to be fully functional, with no product issues identified.

Event description:
Refer to h11 for follow-up information.